Event description:
Baxter germany reported "solution is running through the tubing with clamp in closed position" with the transfer set. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.